Event description:
Attempted defib of code blue pt using zoll pd1400 defibrillator with cardiotronics hands free pads. Attempted 360j shock. Unable to deliver shock. Changed to manual paddles. Shock delivered. Zoll tested after code. Shock delivered without problem. Patches assumed to be the problem/failure source.